Event description:
It was reported that during an infusion in the facility's ICU care area, a pump alarmed for a system error 345 (medication, programmed amount and delivery rate unk). The customer stated that the device was tested and after an infusion is started, a constant system error 345 occurs. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time. The date of event is unk.